Manufacturer narrative:
Additional narrative: according to the product development evaluation, the titanium matrix mandible reconstruction plate, was returned the titanium matrix mandible reconstruction plates are intended for oral, maxillofacial surgery; trauma and reconstructive surgery, specifically for fractures of the subcondylar region of the mandible and fractures of the condylar basis region of the mandible plating system technique guide, the returned product was manufactured on february 7, 2013. A review of the most current revision of the document drawings was completed. The material and design are adequate for its intended use and did not contribute to complaint. The returned product shows signs of sheer marks on the exterior of the product and the breakage shows signs of extensive bending (out of plate bending greater than (>) 45 degrees). Per the matrix mandible plating system, extensive bending would include bends that exceed the range typical for adapting to the mandible, e.g. >20 degrees in torsion and in-plane bending, and > 45 degrees out-of-plane bending. Based on the returned product, the most probably root cause for failure is user error/misuse/abuse by surgeon (extensive bending). Therefore, this complaint is invalid from a design stand-point. Based on the returned product the root cause for failure is user error/misuse/abuse by surgeon extensive bending). Therefore, this complaint is invalid from a design stand-point. Placeholder.

Manufacturer narrative:
(B)(4): a review of the raw material device history record revealed this lot met all specifications with no anomalies noted.

Manufacturer narrative:
(B)(4): lot number provided, a review of the device history record has been requested. The part was been received, an evaluation is pending.

Event description:
Sales consultant reported a matrix mandible plate that broke during surgery. The surgeon was performing a mandible reconstruction procedure and while bending the plate to place in the patient, it broke almost in half. The plate broke during surgery prior to being placed inside the patient. There was no patient issue. Surgery was delayed by five minutes. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.